Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. For the fourth firing, the handle got stuck in the middle of the firing making a ticking sound as if it got broken and the firing didn't continue. There was no firing at all. Tried replacing the reload and the same thing happened. Changed the handle and the operation went smoothly after that. There was no patient harm.